Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose levels ranged between over 300mg/dl and below 500mg/dl. Multiple supply changes were performed to address the occlusion alarms. A system check was performed and the pump performed as intended. Reportedly, the customer reverted to an alternate pump for insulin therapy.